Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure modes for damaged plunger rod and foreign matter was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issues of damaged plunger rod and foreign matter were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes damaged plunger rod and foreign matter. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was foreign matter on device needle cover. The following information was provided by the initial reporter. The customer stated: "after opening the blood gas needle, the plunger was missing and there were black foreign bodies in the needle cover."

Manufacturer narrative:
The following fields have been updated with additional information: d.4 device available for eval? Yes. D.4 returned to manufacturer on: 2022-09-06. H.6. Investigation summary: bd received 1 sample and 4 photos for investigation. The photos were reviewed and the indicated failure modes for foreign matter was observed. The customer sample was evaluated by visual examination and the indicated failure modes for foreign matter was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issues of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was foreign matter on device needle cover. The following information was provided by the initial reporter. The customer stated: "after opening the blood gas needle, the plunger was missing and there were black foreign bodies in the needle cover."